Event description:
The advocate accidentally stuck herself when trying to change the customer's lancet in the microlet2 device. Product was expected to be returned. A replacement was sent to the customer.

Manufacturer narrative:
The model# was not provided. Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.